Event description:
Upon reassessment of the reported event, it was determined that no serious injury occurred as was initially reported as a result of this product complaint. There was no reported surgical delay, death or serious illness or injury associated with this complaint. The initial report was submitted in error and should be voided.

Manufacturer narrative:
The following sections were updated: b4, b5, g3, g6, h2, h10. Upon reassessment of the reported event, it was determined that no serious injury occurred as was initially reported as a result of this product complaint. There was no reported surgical delay, death or serious illness or injury associated with this complaint. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). At this time, the patient has not been revised and product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial lumbar interbody fusion procedure. Subsequently, post-operative imaging identified posterior migration of the inner component from the implanted construct approximately four months later. A revision of the implanted components has been scheduled, however, has not occurred at the time of this report. No additional patient consequences were reported.